Event description:
The pt felt a shock while working at the kitchen sink. The pt experienced a loss of therapy. When stimulation was off, the pt continued to feel paresthesia sensation. She also experienced a 'weird' sensation that was not present prior to or following implant. The pt experienced a feeling of 'a battery running out'. The pt was able to adjust and turn stimulation on and off with the pt programmer. The pt was referred to her hcp. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).